Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of angina and stenosis are listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that on (B)(6) 2014, the patient was hospitalized due to chest pain and chest tightness and underwent a coronary stenting procedure with implantation of a 3.5 x 28 mm xience xpedition and a 3.0 x 23 mm xience xpedition in the mid to distal left anterior descending (lad) artery. Medication was administered as part of normal procedure and the patient recovered well, discharging on (B)(6) 2014. On (B)(6) 2014, the patient was re-hospitalized due to chest tightness. Medication was provided. On (B)(6) 2014, coronary angiography was performed and noted restenosis in the mid lad, in the 3.0 x 23 mm xience xpedition. Angioplasty was performed using a drug coated dilatation catheter. The patient recovered and was discharged on (B)(6) 2014. In (B)(6) 2016, the patient had complaints of chest pain and chest tightness, with symptoms relieved after rest. No coronary angiography was performed. No additional information was provided.